Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing and high voltage therapy for an super ventricular tachycardia. No further information is available.